Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance was not stable. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Device investigation did not reveal any device defect or malfunction. The device was explanted due to performance issue, likely caused by an air pocket over the reference electrode. Mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance was not stable. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.